Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The patient contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The meter was set to mmol/l, instead of the mg/dl setting. The patient did not allege harm. The patient contacted a nurse due to an mmol/l result and was scheduled for an appointment for the following day. The patient did not experience injury or medical intervention due to the reported issue. Based on the information supplied by patient there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. The meter was replaced.